Event description:
Removal of endosseous dental implants. Implants were placed in sites #19 and #20 (class ii bone) on 5/13/97 during a routine procedure. At the time of implant failure, the pt presented with a recurrent infection under the ramus. The pt developed cellulitis and had to be hospitalized to drain the infected area. The implants were removed on 6/12/97. The removal of the other implant is covered under MFR report #1222315-1997-00233.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.